Event description:
It was reported that an intrasight system was used in a procedure. During use, the ifr was not working and the ao was missing. The case was aborted and rescheduled for a later date. No patient injury reported. This product problem is being reported because the system could not be used, resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this system. Blocks d4, d6 & d7: not applicable for this system. Blocks h3 & h6: a field service engineer visited the site on 24jul2025. During ifr testing, the wire was connected and the system detected pressure. Both pa and pd showed correct pressure with no problem detected. No intrasight components were replaced, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.